Event description:
It was reported that the patient developed a hematoma. The pocket was revised and the hematoma was resolved. Patient was discharged in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.